Manufacturer narrative:
D10 concomitant products: sigradmt, tri 2.0 sigradmt rad med thk 12mm (lot#n0a1059y) egia45amt, egia45amt egia 45 artic med thick sulu (lot#p2g0294) sigphandle, sig power sigphandle handle (sn:(B)(6)) sigpshell, sig power sigpshell control shell (lot#unknown) sigmret, sig power sigmret manual retract tool (sn:unknown) sigmret, sig power sigmret manual retract tool (sn:unknown) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophagectomy procedure, after checking the opening and closing of the device without removing the yellow tab, the user was unable to remove the yellow tab. It was found out that the yellow tab on the reload connection part was damaged. A second reload was then used to close the insertion opening of the esophageal cervical anastomosis. However, after firing the device, the jaws did not open. The display showed an exclamation mark on the reload lane. When closing of the jaws operation was done, it switched to the gauge display, but when the opening operation was done it was the same. The surgeon reconnected and restarted the device, but the issue remained the same. A manual adapter tool was used, the device rotated a little initially, but the rotation was so stiff. Therefore, the retractor got damaged and the jaws did not move. A second one was use, but it could not rotate the device. The surgeon then used forceps and was able to release the lock and pull back the device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the firing rod to be retracted against the hardstop, and the distal end of the firing rod was noted to be damaged. Functionally, the blue unload switch could only be depressed partially depressed. The firing rod was returned to home position using a manual retract tool. The adapter was connected to the gen2 adapter black box running gen2 acc software, and had 16 of 50 procedures remaining. The main screen indicated the strain gauge was functional and in the appropriate range. The adapter was connected to a rpa handle running v29.5 software. The handle displayed a green adapter swim lane. A rpa loading unit could be attached, articulated, clamped, and recognized. The adapter was successfully fired on the a1 test fixture. It was reported that the jaws of the device remain closed on tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: after disassembling the device, the j-hook was evaluated. There were deformations present on the j-hook which are indicative of the user trying to remove the reload before the firing rod has returned to the proper home position. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.